Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis due to a "bent catheter". Brand of infusion set was not reported and customer did not respond to follow up attempts to obtain this information or discuss infusion set options.